Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photographs of a device. The visual inspection of the returned photos noted: the first photo depicts the device with a view of the broken balloon, lock collar, insufflation ports and push button for the valve seal. The second photo depicts a close-up of the distal end of the device showing the broken balloon and lock collar. The third photo depicts the product label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right nephroureterectomy the device was tested with 15ml of air and checked intact of the balloon. During operation, surgeon inflated the balloon with 17ml of air. Upon completion of the procedure, surgeon removed the trocar by deflating the balloon with a syringe. After removal, it was found that the silicone rubber material which encapsulated the balloon was broken. Broken fragments were found missing but was retrieved. By visual inspection, they didn't find any missing fragment inside the patient. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the trocar balloon was cut. The locking collar, valve seal, valve doors and obturator appeared intact. The inflation syringe was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.